Manufacturer narrative:
Device evaluation: the manufacturing batch lot was not provided; therefore, a review of the device history records for the guidewire involved in this incident could not be performed. As received, the specimen consists of one hydro gw stf std s 150-035; returned coiled, loose, accompanied by the labeled portion of the packaging box and the partial (less the j-straightener attachment) dispenser assembly, and double-bagged within "zip-lock" style poly biohazard pouches. The tip that was reported to have broken off is not included with the returned specimen. The specimen presents a ductile, tensile overload of the metallic core wire and the polymer jacket material near the distal tip. The specimen also presents a large radius bend over the distal 12.00 cm, consistent with residual tensile strain deformation. The accompanying dispenser assembly does not present any indication of hydration in the form of residual moisture within the tubing lumen. Microscopically the specimen coating appears to be smooth and consistent. At this time it is not possible to assign a definitive root cause for the event as reported. As indicated in the device instructions for use precautions section, "the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution." The operational instructions of the device instructions for use indicates, "to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end in order to completely wet the surface of the wire." Based on the information provided, handling factors appear to have impacted on the event as reported. The patient information was not provided. If there is any further relevant information provided, a follow-up medwatch report will be filed.

Event description:
The nurse found the tip of the zip-wire broken off. It was found on the patient's back. It happened outside the body. The procedure was completed with a different device of the same model. No consequence or impact to the patient.

Manufacturer narrative:
Additional information received reporting the zipwire was advanced and withdrawn through a cystoscope, which is a metal device. Updated section to include the lot number and expiration date. Updated section to include the manufacturing date. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time it is not possible to assign a definitive root cause for the event as reported. As indicated in the device instructions for use precautions, "the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution." The operational instructions of the device instructions for use indicates, "to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end in order to completely wet the surface of the wire." Additional communications reported the zipwire was advanced and withdrawn through a cystoscope, which is a metal device. The warnings section of the device instructions for use indicate, "manipulation, advancement, and/or withdrawal through a metal device may result in the destruction and/or separation of the outer polymer jacket requiring retrieval." Based on the information provided, procedural factors appear to have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.